Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported false positive architect b-hcg results on one patient. The results provided were: sid (B)(6) initial = 1966.13miu/ml (>/=25.00miu/ml = positive) / repeat testing = 1.95 / 1.47miu/ml (</=5.00miu/ml = negative). There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets determined an increase in complaint activity (4 tickets) for lot 95519ui00 and no trends were identified for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The patient median result for lot 95519ui00 is comparable with all other lots in the field within established baselines, confirming no systemic issue for the lot. Accuracy testing was performed with a retained kit of lot 95519ui00 and all specifications were met indicating the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is sufficiently addressed in the labeling. Based on the investigation no product deficiency was identified for the architect bhcg, lot 95519ui00.